Manufacturer narrative:
Device alarmed "failed battery" during testing due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to failed battery test alarm. Device heating up unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer got change battery alert. Customer stated that pump alerted low battery failed battery after each battery change. Customer mentioned that battery compartment of pump was overheated. Issue persisted after inserting the new battery. Customer was advised to replaced the pump. The insulin pump will be returned for analysis.